Event description:
A customer contacted baxter's (B)(4) to report a crack in the transfer set during use on the homechoice (hc) machine in dwell 1. The cg stated she was closing the transfer set and heard a crack. The cg stated the only thing she could see was a very fine, hair-line crack. The caregiver (cg) stated the home patient (hp) was connected and she had already spoke with the peritoneal dialysis (pd) nurse. The cg asked if seeing air bubbles is a sign that air was getting in the patient line the technical service representative (tsr) advised the cg that if there was air bubbles or air pockets in the patient line, she should end therapy and disconnect the hp. The cg stated she did not see any, but would watch therapy to see if any occur. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability unknown. If a sample is available a follow up MDR will be submitted.